Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected, although not confirmed. Abbott technical support was contacted and confirmed the event. Provocative testing was performed and noise was unable to be reproduced. The physician elected to monitor the patient and perform no additional intervention. The patient was in stable condition.